Event description:
A letter was received by the patient advising that they had underwent a primary hip procedure on (B)(6) 2007 for a bilateral hip replacement. It is alleged that the patient is reporting elevated ion levels and pain. Patient underwent revision surgery in january 2012. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Date of event - (B)(6) 2012 (exact date unknown). Expiration date - unknown. Implant date - (B)(6) 2007 (exact date unknown). Explant date - (B)(6) 2012 (exact date unknown). Device manufacture date - unknown. This is 2 of 2 mdrs relating to the same reported event. Please also see MDR 3002806535-2012-00020. (B)(4).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 29 states, "a limited number of case reports in the medical literature have suggested the potential for systemic effects of elevated metal ion levels resulting from device wear in mom hip systems." This report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 3002806535 - 2012 - 00019 / 00020).

Event description:
Patient reported undergoing a left total hip arthroplasty on (B)(6) 2007 and a right total hip arthroplasty on (B)(6) 2007. Patient further reported a right hip revision procedure was performed on (B)(6) 2012 due to alleged elevated metal ion levels and pain. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 4 of 4 mdrs filed for the same patient (reference 3002806535-2012-00010 / 00011 & 00019 / 00020). This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported the patient underwent a right hip revision procedure approximately four years post-implantation due to allegations of elevated metal ion levels and pain. This was report is based on allegations set forth in patient's notice and the allegations therein are unverified.

Manufacturer narrative:
Supplemental medwatch includes additional information received (B)(4) 2014 including item and lot number information. A correction on the implant date was also received.

Event description:
A letter was received by the patient advising that they had underwent a primary hip procedure in (B)(6) 2007 for a bilateral hip replacement. It is alleged that the patient is reporting elevated ion levels and pain. Patient underwent revision surgery in (B)(6) 2012. No further complications have been reported.